Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced front case assembly due to dent on top. Replaced rear case due to dent on top. Replaced left and right iui due to corrosion on contacts. Replaced the pole clamp due to the bracket being chipped. A review of the device history record for sn (B)(4) was performed from 11/14/2018 to 08/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to customer damage of the front case assembly.

Event description:
It was reported that the device was dropped and physically damaged. Bd service/repair replaced front case assembly due to dent on top. Replaced rear case due to dent on top. Replaced left and right iui due to corrosion on contacts. Replaced the pole clamp due to the bracket being chipped. There was no patient involvement.

Event description:
It was reported that the device was dropped and physically damaged. Bd service/repair replaced front case assembly due to dent on top. Replaced rear case due to dent on top. Replaced left and right iui due to corrosion on contacts. Replaced the pole clamp due to the bracket being chipped. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced front case assembly due to dent on top. Replaced rear case due to dent on top. Replaced left and right iui due to corrosion on contacts. Replaced the pole clamp due to the bracket being chipped.